Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported drinking some coke for symptoms of hypoglycemia, then had aviva system blood glucose results of 328 mg/dl and 148 mg/dl within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.